Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was alarming for "error code 4" and "system failure". Customer verified all connections were secure and appropriate and there was no blood in the helium tubing. Customer switched out the console and alerted physicians that the balloon may need to be changed out. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d1, d4 catalog#, model/version#, UDI#, d10, g4 should have been left empty in earlier MDR report, h6 medical device problem code full event site name: nebraska health systems, omaha ne a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he replaced pim module and performed calibration, safety, and functionality checks completed per the service manual and passed to factory specifcations. Returned for clinical service upon completion.

Event description:
N/a